Manufacturer narrative:
Device used for treatment, not diagnosis. Unknown when pain, infection & discomfort began. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): revision surgery due to pain & discomfort. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a hardware removal procedure on (B)(6) 2018 due to pain and discomfort. In addition to the pain and discomfort, the patient reported being able to feel the hardware. The patient was originally implanted with two (2) plates, two (2) 4-hole va medial distal tibia, eight (8) locking screws, six (6) cortex screws, two (2) cannulated screws, two (2) washers and a k-wire on an unknown date. All of the hardware were removed during the april 4 procedure. There was no reported patient consequence. This report involves 8 devices. This report is 1 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hwc date reported in initial report was 4/5/2018. Correct date should have been 4/4/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.